Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient is having complications from the mesh put into her stomach and having it removed. No details provided regarding dates or type of mesh or specific complication.